Event description:
I had a tension-free transvaginal mesh inserted to help alleviate urinary stress incontinence. The mesh eroded through my vaginal wall causing severe pain and a final bleeding during intercourse. After years of discomfort and numerous failed relationships due to painful sex, I ended up needing a hysterectomy. FDA safety report ID# (B)(4).